Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 310 mg/dl. Reportedly, the customer was able to lower bg level to 220 mg/dl. The customer indicated that it was related to the profile settings. The customer declined troubleshooting with tandem's technical support.